Manufacturer narrative:
The insulin pump was received with reservoir tube lip completely broken off, missing reservoir tube lip o-ring, cracked reservoir tube and minor scratches on display window noted. No scratches noted on the case. The test reservoir does not stay locked in place due to reservoir tube lip broken off.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 97 mg/dl at the time of the incident. The customer reported that there was a crack at the reservoir. The customer is calling because her pump has some damage that scratches her body. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.